Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: analysis summary: no product return. No log available. Renal failure/hematuria: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: impella inlet initially was against the papillary muscle and pump was contacting mitral apparatus, after repositioning and 1liter lr bolus labs no longer hemolyzed, the cause of miwb/ hemolysis issue was likely use related due improper positioning. Device history lot: device lot: 2003647. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
During impella cp pump support, patient experienced mechanical interaction with blood. Clinical stated patient's urine began to turn pink. After admission to ICU, pink urine continued and repositioning under echo was done. Inlet initially was against papillary muscle. Throughout night, labs came back hemolyzed. After albumin bolus and 1liter lr bolus labs no longer hemolyzed, urine still pink but lighter in color. The patient was provided medication, and the impella cp was repositioned and eventually explanted/replaced with a 5.5 pump as a result of the mechanical interaction with blood. H6. Health effect - impact code added. H6. Health effect - clinical code e1302 no longer applies. H6. Health effect - impact code f2301 no longer applies.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Upon transfer to the intensive care unit (ICU), a small hematoma was observed around the impella repositioning sheath. Angle alignment was verified, and forward tension sutures remained intact. Manual pressure was applied to the site for 10 minutes. Due to concern for potential continued hematoma enlargement, a femostop device was placed superior to the insertion site. Distal pulses were present, and no further hematoma growth or changes were noted after compression was applied. The patient outcome is still to be determined as the patient remains on support. Additional information indicated that near the end of the procedure, the patient¿s urine became pink prior to transport to the ICU. Device repositioning was performed in the cardiac catheterization laboratory (ccl) under fluoroscopy. After ICU admission, the pink urine persisted. An echocardiogram was performed, and further repositioning was carried out. Initially, the impella inlet was positioned against the papillary muscle; following adjustment, the inlet was no longer in contact with the papillary muscle. Throughout evaluation in both the ccl and ICU, device flows and waveforms remained within normal limits. Overnight, laboratory samples returned hemolyzed. After administration of an albumin bolus and 1 liter of lactated ringer¿s solution, subsequent laboratory results were no longer hemolyzed. The urine remained pink but appeared lighter in color. However, the patient¿s creatinine continued to increase. The care team discussed the persistent abnormal urine color and laboratory abnormalities. Cardiology performed an additional echocardiogram, and no further device adjustments were made. The patient was escalated to an impella 5.5 support. The team elected to initiate transfer to a higher level of care with a plan to begin continuous renal replacement therapy (crrt).